Event description:
It was reported that the caller encountered a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information for a pump reset and guided the caller through the process, after which the error did not reoccur, and the caller successfully started a sensor session.